Event description:
Hospitalized as an inpatient from (B)(6) 2013, infection continue to have unexplained abdominal pain and dehiscence of vaginal cuff/infection. Had robotic surgery that ended up with infection, cut through nerve and sigmoid colon bowel resection. Initial surgery was supposed to have been total vaginal hysterectomy with da vinci robot. Diagnosis or reason for use: hysterectomy for andeno carcinoma. Used at (B)(6) medical center. Rehospitalized for infection dehiscence of wound sigmoid colon resection.